Event description:
The customer reported that there was a pt monitor speaker malfunction message on the display screen. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of the complaint notes there was a pt monitor speaker malfunction message on the display screen. We will consider that, for this model and serial number, recurrence of this failure mode could include loss of audio and possible health risk. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.